Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a decrease in blood pressure and hematoma. During the procedure, the physician inserted the right ventricular (rv) lead into the sheath and implantation was attempted, but there was resistance near the superior vena cava (svc). Following an angiogram, damage was confirmed around the svc . The physician elected to use a longer sheath to bypass the damaged area around the svc and the rv lead was changed to a pacing lead of longer length. Implantation was ultimately successful and an extended hospitalization was required. It was further reported that the amount of bleeding from the lead insertion point was large, hemostasis could not be performed and vital signs changed. A decrease in blood pressure was mainly observed and the patient received a blood transfusion. The implantable pulse generator (ipg) system which had just been implanted was explanted on the spot to help perform hemostasis. The ipg system did not exhibit any malfunction but was explanted due to a procedure complication. The patient subsequently received a new ipg system. No further patient complications have been reported as a result of this event.